Event description:
Error message e001, device sensing problem.

Manufacturer narrative:
The return catheter is non-compliant. A break in the micro-cable in the dongle card is the cause of error e001 (device sensing problem) observed during use. An excessive and abnormal traction during use beyond the authorized length undoubtedly caused the irreversible breakage observed.

Event description:
Error message e001, device sensing problem.